Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found puncture on cable, smashed connector tip and failed leak test. The investigation is ongoing and follow-up with the user facility is currently being performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not temporarily displayed due to temporary communication failure because water entered from the cut on the cable sheath. However, a replication of the reported issue was not reproduced at the repair department and a definitive root cause for the no image issue could not be identified. This issue is addressed in the instructions for use (IFU): never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the hd camera head had a no image problem. The issue was found during preparation for use in an unknown procedure. The intended procedure was completed with another similar device. There were no reported delays or patient sedation. There were no reports of patient or user harm associated with this event.